Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. When asked for the pump medication, the consumer noted that the concentration was "1 dilcl." Every time the patient went to see their family healthcare provider (hcp) in 2019, the hcp reportedly told the patient that they looked drunk and requested that the pump hcp turn the medication down a quarter. The patient reportedly told their pump hcp, and the pump hcp turned it down to the very beginning. It was noted that he cut it down to "3/4," to where the patient had some pain and had to wear a soft collar at night. The patient had neck pain due to two sets of fusions in their neck on 5-6 and 6-7 prior to getting the pump. The patient had an appointment with their family hcp on (B)(6) 2019 to see if they still looked drunk because the pump was cut down to almost nothing. It was reported that the patient's hcp's office messed up and the patient was a month late to get refilled. The patient's pump was reportedly alarming "last month" (relative to the date of report), but the patient never heard the alarm. The hcp and the patient's wife heard the alarm once they were at the hcp's office, but the patient never did. The patient knew the refill was late by looking at the calendar. It was noted that the office usually notified the patient a month in advance, but nobody did. The pump was filled on 2019-jul-23, but the patient's calendar showed that the alarm date should have been (B)(6) 2019. The patient's pump was empty, and was reportedly empty for a month. The pump had 2 drops in it at refill and they usually got a quarter inch at least in the refill syringe. It was later noted that they get at least an inch. The patient was refilled every 6 months. The patient was on no other medication, and started having "dts withdrawals" after (B)(6) 2019. The patient was acting weird and took valium to keep calm, but it did not seem to work too well. No further complications were reported or anticipated.